Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced kinked cannula issue event on (B)(6) 2026. The patient experienced that the infusion set cannula was kinked. The insertion site was upper buttocks. The infusion set was in use for twelve hours. The blood glucose level was high and the patient was treated with multiple daily injection (mdi)., the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.